Manufacturer narrative:
Ocd qa performed retain testing to confirm the reactvity of the c antigen, satisfactory results were observed. The customer sent the pt's sample to ocd for eval. The pt's sample was tested with retain vials of resolve panel a lot 8ra186, reactivity was observed with increased incubation.